Event description:
The customer reported the ventilator would not pass pre-operational testing. The manufacturers field service engineer confirmed the reported problem. During testing, the service engineer reported the exhalation valve test failed due to a leak in the exhalation valve. An exhalation valve leak may result in a loss of volume or pressure during normal ventilation mode operation. The service engineer replaced the exhalation valve to address the reported problem. Performance verification testing was completed and passed to operating specifications.